Manufacturer narrative:
The conclusion code associated with the desktop charger serial number (B)(4) has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Country: (B)(6). The desktop charger (serial number (B)(4)) was returned and analysis determined the connector pins were broken on the cable assembly. The conclusion applies to the ins and the conclusion applies to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient, via a distributor and manufacturer representative, reported the recharge system "did not keep the charge enough" to recharge the implantable neurostimulator (ins). The recharge system was connected to the power supply to charge for approximately three hours and the battery completed only 25% of the charge. Also, it was verified that when the device was retrieved from the plug and the green button was pressed, the system wasn't turning on. The patient "made use of therapy" during the period she had the recharger, but it always had to be plugged in. The patient was "complaining a lot about the system", had reportedly not had any benefits since implant and was thinking to ¿retrieve it¿. The recharger was subsequently replaced. The patient received a new device and the issue resolved. The patient was okay and was receiving effective therapy. The patient's relevant medical history includes a herniated cervical disc (from c4 to t1) which calcified.